Event description:
It was reported that the patient experienced drainage from the implantable cardioverter defibrillator (ICD) incision site. On (B)(6) 2025, the patient presented for in clinic follow-up and redness was noted around the site. On (B)(6) 2025, the patient presented to the emergency department for further evaluation. The patient exhibited bloody purulent drainage at the incision site and sepsis was suspected. Soon after receiving antibiotics, the patient lost consciousness and went into cardiac arrest. Cardiopulmonary resuscitation (CPR) was delivered and the patient regained pulse. The patient was transferred to the intensive care unit (ICU) for further care however, lost pulse again and was given CPR until pulse was regained. The patient was intubated and sedated. The patient condition was stable.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.